Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing due to noise. The lead was explanted and a new rv lead successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
The lead was disposed of and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.